Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse informed that the integrated electrosurgical unit (iesu) or erbe was replaced by the biomedical services. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the erbe.

Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, there was no monopolar energy. The site replaced the cautery cable and monopolar instrument, but the issue remained. The system was not connected to onsite. Error c-34 occurred as soon as monopolar energy was activated. The intuitive tech support engineer (tse) advised that the system needed to be replaced. Bipolar energy was not affected by the fault. The customer used the synchroseal instrument as a workaround. The tse advised that a force triad generator with the pedals could be used for monopolar energy. The procedure was completed as planned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was returned for failure analysis, and the reported failure was confirmed and replicated. During in house testing, the erbe error c-34 was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected while powered on. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.